Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported (B)(6) 2013 that the patient contacted the hospital and stated he heard the sound the plate got broken that was implanted during the left mandible segmentectomy reconstructive surgery on (B)(6) 2013. After the (B)(6) surgery, the patient was hospitalized for 5 or 6 weeks until he was able to manducate. The patient developed an infection originating from the surgical site. The exact date is unclear of when the patient developed the infection. The plate had no problem at this time. On (B)(6) 2013 the surgeon took a computed tomography (CT) scan and found that the plate was broken. A revision surgery has been planned on (B)(6) 2013 since the surgeon considered the possibility of infection. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Event date: unknown. Revision procedure was planned for (B)(6) 2013; it is unknown if that is the date the procedure actually occurred. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: device received for evaluation.

Manufacturer narrative:
Additional narrative: product development evaluation reports, the observation of the received part is fatigue failure of the plate. A failure location, the bending trace on both side of the plate are visible, indicating a reverse bending. In the complaint, the surgeon mention that a reverse bend the plate was not utilized. However pd reported visible traces of the- last hold bending- features of the bending pliers on both sides of the plate. These traces possibly indicate and intra-operative correction of bending. Such correction should be avoided as stated in the IFU: avoid reverse bends as it may weaken the plate and lead to premature implant failure. This complaint is seen as indeterminate, that fact of whether reverse banding occurred is undetermined.